Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy. The patient felt stimulation but when trying to turn stimulation up she could not. They reviewed stimulation on and she could not feel stimulation better. Stimulation was felt in the correct area. She was on 20 mg lasix currently and had noted an increase in her urgency and frequency. The patient was going to see if her symptoms become better now that the stimulation was on. There was an increase in urination and the change in therapy/symptoms was considered sudden. The change was about a week ago in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.